Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.2., h.6.

Event description:
Patient reported, left side rupture. Later, healthcare professional confirmed, left-side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified, observed, broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.